Event description:
It was reported that the patient experienced erosion of the urethra under the cuff of an artificial urinary sphincter (aus). The aus remains implanted and active and a revision surgery is scheduled. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.